Event description:
On initial contact, dentist reported handpiece overheating, and burned two patient's lips. Attempted to contact dentist for additional info, but phone number noted on the account is no longer active.